Event description:
Approximately 2 years post implant of a 23mm sapien xt valve, the patient presented with 2-3+ central aortic insufficiency (cai). The patient was symptomatic and the decision was made to deploy a second 23mm sapien xt valve via transapical approach within the patient's pre-existing valve. The second valve was deployed 2mm more ventricular than the first valve or 50:50 to the native annulus, within the first valve. Post procedure tee revealed zero cai. Multiple attempts to obtain additional details have been unsuccessful. Per report, it is perceived that during implant the sapien xt valve was post dilated too much resulting in flared leaflets.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, it was perceived that during the original implant procedure, the sapien xt valve was post dilated too much resulting in flared leaflets. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should the information be received this case will be reopened and further investigated.